Event description:
Physician inserted needle, advanced catheter and withdrew 10cc of fluid. Just prior to securing needle, the catheter broke off and crumbled into powder like pieces. Patient to or for removal of sheared catheter.